Manufacturer narrative:
A ge rep evaluated the system but did not report on eval results. (B) (4).

Event description:
The customer reported, the system would not save or swap images. No pt injury was reported.